Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. The wearable was placed directly on the skin which is non-complaint to the IFU. Per curonix pns wearable quick reference card, (B)(4), "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin." The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. The stimulator is used to treat pain. Although the cause of the burning sensation and blister is unknown, non-compliance to the IFU was identified as the wearable was placed directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in waa heat related failure. Waa heat related failure rates remain acceptably low; thus, a CAPA is not required at this time. Waa heat related failure rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation and a blister on their skin underneath their transmitter assembly. The patient has been using their other transmitter assembly and is now wearing the wearable over a sock. As of (B)(6) 2026, the blister has cleared up and the patient has not experienced any additional burning sensations.